Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient did not experience a cerebrovascular accident. Although the patient developed a subarachnoid hemorrhage, symptoms resolved within one hour and the patient was diagnosed with a transient ischemic attack. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and hemorrhage are listed in the product instruction for use, as a known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of transient ischemic attack (tia) is a known adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that three days post xact stenting procedure in the left internal carotid artery, the patient experienced numbness in the right arm and speech difficulty. CT scan of the head revealed an acute left frontal hemisphere subarachnoid hemorrhage. The symptoms resolved within an hour or two. The patient's coumadin was discontinued. There was no reported treatment provided.. The patient's condition resolved and the patient was discharged home ten days after the procedure. There was no additional information provided